Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for aveir leadless pacemaker implant. During implant, the patient was noted to have sustained cardiac perforation which resulted in pericardial effusion and cardiac tamponade. The procedure was abandoned and pericardiocentesis was performed. The patient had deceased following the procedure.

Manufacturer narrative:
Correction: report type - should have been submitted as a "death report" rather than a "serious injury" report.